Manufacturer narrative:
According to the gore¿ excluder¿ aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to renal and mesenteric artery occlusion. In addition, the IFU warns, do not cover significant renal or mesenteric arteries. Vessel occlusion may occur.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore¿ excluder¿ aaa endoprostheses intending to cover re-entry dissection tears located at the celiac and left renal arteries, along with treatment to cover a distal stent induced new entry tear (dsine) caused by non-gore device. It was reported that a peripheral stent graft (manufacturer unknown) was deployed at the celiac artery with no issues. As the part of the peripheral device was in the aorta, the physician reportedly attempted to fix its position using a gore¿ excluder¿ aaa endoprosthesis aortic extender component (pla280300/(B)(4)). Upon deployment of the aortic extender component, it reportedly moved distally from the intended position, causing partial coverage of the superior mesenteric and left renal arteries. Additional peripheral stent grafts were implanted to the superior mesenteric and left renal arteries to secure blood flow. As the aortic extender component could not fix the position of the part of the peripheral device, the physician elected to abandon the celiac artery and implant another aortic extender component (pla320400/(B)(4)) to intentionally cover the celiac. No further issues were reported during the procedure. The patient tolerated the procedure. The cause of the movement of the aortic extender component during deployment was not reported.